Manufacturer narrative:
Information from this event will be included in our complaint and MDR trend analysis.

Event description:
Consumer stated that tampon components unraveled and consequently separated upon removal. Consumer removed tampon pieces by herself. No injury was reported, no medical intervention needed.